Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized or treated for peritonitis. The patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow-up, it was reported that the patient experienced bacterial peritonitis. On an unknown date, the patient was treated with unspecified antibiotics (intraperitoneal) for the event. At the time of this report, the patient has recovered from the event (five days after the event onset). Pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.